Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with a driveline power fault alarm. Log files were submitted for review. The event log file captured driveline power a fault alarms on (B)(6) 2025 and (B)(6) 2025. Further inspection revealed no fluid was inside the driveline. The modular cable and system controller were exchanged. The patient was told to move around and complete 20 different power cable disconnect alarms after the exchange. The alarm did not occur after performing a self-test on the system controller. Additional log files were submitted for further analysis. The event file confirmed that the driveline power fault did not return post modular cable and system controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. On (B)(6) 2025 at 20:35:58, the log file captured driveline power fault alarms due to intermittent power a broken faults. The alarms were active for the remainder of the log file (B)(6) 2025 09:15:46). The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. Additional log files were submitted associated with the new controller, serial number (B)(6), that did not capture any driveline power fault alarms. Multiple attempts were made to obtain additional information regarding if there were any adverse events or issues to patient support due to the alarms and if any product will return; however, no additional information was provided and to date, the heartmate 3 system controller has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.